Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
It was reported that while implanted with an impella 5.5, the patient had a fever. Cultures were collected from the access site and the results are pending. Additionally, the patient had oozing at the access site. Intervention for the bleeding is unknown. Impella 5.5 support continues.

Manufacturer narrative:
The investigation for this issue has been completed. No product was returned for investigation. Data logs were returned for analysis. Data log analysis confirmed placement signal not reliable (psnr) alarms and placement signal low alarms, both starting around noon of (B)(6) 2025. Psnr alarms #130, #1048, and #1036 were triggered. Flows were variable for a given p-level, with it dropping to 0 around 8:50am on 7 june 2025. This drop in flow level corresponded with a motor current spike and a purge pressure drop, triggering a motor current high alarm. After this event, the flow rate became more variable with a larger amplitude. No motor current spikes outside of this event and towards the end of the case when the pump stop occurred were seen. No purge pressure spikes were seen outside of purge bag changes. Snr dropped to 0 after the motor current high alarm, light remained stable, lamp increased to 100, contrast dropped slightly, and gain increased slightly. Access site bleeding: (B)(6) 2025, oozing reported from impella site. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Infection/sepsis: patient with recent positive wound cultures from impella exit site on (B)(6) 2025. In order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the infection/sepsis was unable to be determined due to insufficient clinical details. Vf/vt/af/at: patient experienced vtach on (B)(6) 2025. In order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Optical signal issue: rn and staff aware of ¿placement signal not reliable¿ and ¿placement monitoring disabled¿ alarms. The root cause of the optical signal issue was most likely sensor wear based on the data log analysis and clinical details provided. Optical signal issue. Optical signal issue. Pump stop: pump stop after patient reportedly stepped on impella line and pulled on it when he did. The root cause of the pump stop was most likely electrical open due to patient movement based on the clinical information provided. Low pump flow: biomed agard called to informed that this console has a suction alarm, console also due for pm. (B)(4) console complaint. The root cause of the low pump flow was not determined due to insufficient clinical details and inconclusive evidence from data log analysis. B5: added information regarding low flow. H3: added information regarding the status of the device investigation. H6: added codes for low flow and the results of the investigation. H10: added investigation information.

Manufacturer narrative:
B1 updated to reflect addition of product problem. B5 updated to reflect additional information received from the clinical site. D6b explant date added. H6 updated to reflect the additional information. Iimpella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist for use during cardiogenic shock. Section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller. Section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
Additionally, the patient had intermittent runs of ventricular tachycardia notably with positional changes such as leaning forward. Support continued. The pump also had placement signal issues. Staff was aware of ¿placement signal not reliable¿ and ¿placement monitoring disabled¿ alarms. Staff monitored. The patient eventually stepped on the impella line and the pump stopped. The pump was explanted.